Event description:
During a jugular celect ivc filter retrieval in 2008, after the procedure was done, and the physician was ready to clean up when it was noticed that the hub of the introducer sheath had broken off. They could not find the other piece. The pt had gone to recovery already, to the techs looked through the garbage and all other possible places and still unable to find the missing piece. The pt was then taken to CT to look for the missing piece of the sheath. It was found in the right atrium of the heart. They brought the pt back in, and another physician retrieved it with a snare. No complications.

Manufacturer narrative:
The device was received in a used and damaged condition. This device is inspected 100% verifying patency of the lumen in addition to verifying the correct size of sheath material, proper french size, free of bends, kinks, and other surface imperfections prior to further processing. Considering the info provided along with the characteristics displayed, it is possible the device met with resistance beyond its intended design. However, we have notified the appropriate individuals and will continue to monitor for similar events